Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: vyaire medical has determined the root cause to be a non-starting user interface controller (epc), causing the screen to remain black. While the ventilation controller (cfb) continues to perform the self-test, communication between the two controllers cannot be established, causing inactive alarm/buzzer.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000 experienced a blackscreen 2 days after 1-year pm. No alarm coming from the vent but valves are switching inside after turning the unit on. The customer confirmed that there was no patient involvement associated with the reported event.